Event description:
It was reported, the camera head had false contact on the cable. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9 (date returned to mfg), g3, g6, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable unit is cracked. A definitive root cause could not be identified. Based on the results of the investigation, due to a gap between cable unit, the displayed image is flickering. It is likely the most probable cause of the identified failures is problems traced to the user not following the manufacturer's instructions . Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had false contact on the cable. There was no patient involvement reported.

Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.